Event description:
Event became reportable based on product analysis approved on 11/26/2007. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, a stent delivery system failed to cross the lesion. The lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The lesion was 100% stenosed (total occlusion). In addition, the proximal to ostial lad section of the vessel was 30% stenosed. Significant resistance was encountered during insertion. The taxus liberte 28 x 2.75mm stent delivery system was unable to cross the lesion. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient's current status is reported as "good." However, product analysis revealed proximal stent damage.

Manufacturer narrative:
Following a detailed device analysis proximal stent damage was found. Some of the stent struts were bent back distally. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. In the complaint report it is noted that significant resistance was encountered during the insertion of the device. It is advised in the taxus liberte directions for use, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the shop floor paperwork for this batch found the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, the most probable root cause of this defect is due to a design constraint of the product.